Event description:
It was reported that during a stenting treatment procedure stent damage occurred. Using the right femoral artery, the procedure treated the de novo 75% stenosed, 3.0x15mm lesion located in the mildly calcified and moderately tortuous bifurcation of the left anterior descending artery and diagonal branch. There was a significant bend in the lesion that was equal to or less than 45°. The lesion was pre-dilated with a 2.5mm balloon without complication. Next a 3.0x20mm promus element was advanced to treat the lesion but it could not be deployed. Upon removal, axial shortening of the stent was noted. The procedure was completed with 2 non-bsc stents and post dilation. No patient complications were reported and the patient status is stable. This product is only ous approved but it is similar to a marketed us device.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Using the right femoral artery, the procedure treated the de novo 75% stenosed, 3.0x15mm lesion located in the mildly calcified and moderately tortuous bifurcation of the left anterior descending artery and diagonal branch. There was a significant bend in the lesion that was equal to or less than 45°. The lesion was pre-dilated with a 2.5mm balloon without complication. Next a 3.0x20mm promus element was advanced to treat the lesion but it could not be deployed. Upon removal, axial shortening of the stent was noted. The procedure was completed with 2 non-bsc stents and post dilation. No patient complications were reported and the patient status is stable. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified stent damage. The stent was bunched up measuring 9mm in length. The stent had moved distally and was resting on the distal markerband. The balloon was partially inflated. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. An attempt to inflate the balloon failed possibly due to the contrast media and damage to the device. The inner and outer lumens were twisted. This type of damage could be caused by excessive force being applied during attempts to remove the guidewire. The device was returned with the guidewire and guide catheter. The device could not be removed from the guide catheter due to the stent damage. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).